Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, via nbir a right side deflation. Device has been explanted.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Health professional later confirmed the device was intact. There are currently no reportable events against device on record.